Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered six bursts of inappropriate anti-tachycardia pacing (atp) and six inappropriate electric shocks over four episodes. Technical services (ts) reviewed the data and the rhythm appeared to be atrial fibrillation (af)/supraventricular tachycardia (svt) with rapid ventricular response (rvr). Therapy was exhausted and the rhythm was unchanged. Patient was treated with high doses of antiarrhythmics with no change to the rhythm elevation. Ts suggested reprogramming options. No additional adverse patient effects were reported. Device remains in service.